Event description:
It was reported that the user experienced hypoglycemia of unclear cause while using the ilet system, for which troubleshooting and education were completed and low glucose was documented, and the event was treated with oral glucose. Symptoms included low blood glucose. Outcomes included the need for oral carbohydrate intervention with no report of hospitalization. Investigation included review of the event details and user-reported troubleshooting steps. Investigation of this case revealed no confirmed device malfunction or component failure and no reproducible system error. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.